Event description:
It was reported that this device was found to have exhibited noise via the patient remote monitoring system. The noise was able to be reproduced in all vectors while performing provocative maneuvers. An x-ray was completed with no indication of an integrity issue and confirmed the system was in good position. Additional information was received that this device exhibited myopotential oversensing and low amplitudes resulting in a recorded untreated episode. Additional information was received that this system exhibited oversensing of noise again and was subsequently explanted and replaced with a transvenous system. This system is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this device was found to have exhibited noise via the patient remote monitoring system. The noise was able to be reproduced in all vectors while performing provocative maneuvers. An x-ray was completed with no indication of an integrity issue and confirmed the system was in good position. Additional information was received that this device exhibited myopotential oversensing and low amplitudes resulting in a recorded untreated episode. Additional information was received that this system exhibited oversensing of noise again and was subsequently explanted and replaced with a transvenous system. This system is expected to be returned for analysis. No additional adverse patient effects were reported.